Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6) ctr., in santa anna, ca. This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the temperature displayed by the 3t heater/cooler was not consistent w/the temperature reading at the oxygenator. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the temperature displayed by the 3t heater/cooler was not consistent w/the temperature reading at the oxygenator. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative tested the unit but was not able to confirm the reported malfunction. The device worked within specification. The unit was replaced as a precaution a review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue. Livanova deutschland initiated a root cause investigation (B)(4) for this type of issue. Evaluated on site by livanova technician.

Manufacturer narrative:
The involved device was returned to the original equipment manufacturer (lauda) for further investigation. During investigation at lauda, it was found that a defective board caused the reported malfunction. It was not possible to determine a root cause for the defective board.